Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance's related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported from japan that during an arthroscopic rotator cuff repair procedure for the shoulder joint, the 5.5 healix advance kntls br device anchor in question was inserted into the bony foramen, it did not go in. The surgeon thought that the soft tissue was in the way, so he dissected the area around the foramen and re-inserted the anchor, but it did not go in. The anchor thread was stripped and did not enter the bony foramen. Another product from the different lot was opened and used. There was no surgical delay and no harm to the patient. No additional information was provided.